Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tip tap instrument was bent and needed to be replaced. No patient was present at the time of the event.

Manufacturer narrative:
The tiptap was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned instrument had lines of galling near the knuckle causing fit issues with the mating tracker. A mechanical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tip tap instrument was bent and needed to be replaced. No patient was present at the time of the event.